Manufacturer narrative:
As of 08/21/2017 the initial complaint by the customer did not indicate that an MDR would be required. However, the consumer stated on 07/24/2017 that she required medical attention. Based on the information received, aso opted to file an MDR. Aso has evaluated retained and unused returned samples. The results are acceptable with no defects found during testing. In addition, aso has reviewed records of biocompatibility tests.

Event description:
The initial report on 07/07/2017, the customer stated that product pulled her skin off and she will be seeking medical attention. However, on 07/24/2017 the consumer sent a follow up report indicating that medical attention was sought.